Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial flutter ablation procedure to treat atrial flutter, faradrive steerable sheath clear was selected for use. It has been mentioned that when the sheath was inserted into the body and aspirated, the blood then flowed back from inside the sheath across the valve. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.